Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change, the user experienced hyperglycemia with a highest reported glucose of 550 mg/dl, noted air bubbles in the line, and completed another infusion set change with troubleshooting and education provided. Symptoms included nausea and dry mouth. Outcomes included no alarms, no use of backup therapy, and no medical intervention or hospitalization. Investigation included customer care troubleshooting, guidance to monitor glucose, and instruction to follow the healthcare provider¿s backup plan if needed. Investigation of this case revealed cause unclear for hyperglycemia; potential contributing factors discussed included air in the infusion line, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined.